Event description:
It was reported that it was not possible to establish telemetry resulting in the inability to interrogate this device. Premature battery depletion was alleged. At this time the device remain implanted. No adverse patient effects were reported.